Manufacturer narrative:
(B)(4).

Event description:
Related MFR report number: 2182269-2016-00033. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A non sjm ice catheter was inserted into the heart prior to any other devices and initial imaging noted a pre-existing pericardial effusion. A livewire catheter was inserted into the coronary sinus, transseptal access was obtained, and a reflexion spiral catheter was advanced into the left atrial appendage. While attempting a second transseptal access, the patient became hypotensive and an intracardiac echocardiogram revealed the pericardial effusion had increased in size. A pericardiocentesis was performed which stabilized the patient. It was suspected the effusion was due to a perforation of the coronary sinus or the left atrial appendage. There were no performance issues with any sjm devices.

Manufacturer narrative:
The results of the investigation concluded that the device met sjm specification requirements of acceptable resistance values with no open or short circuits. The catheter also displayed acceptable signals during an ECG simulation. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion could not be confirmed and remains unknown. Per the IFU, vascular perforation a known risk during the use of this device.